Event description:
It was reported that there were 2 occurrences of a clear sticky substance inside the syringe of bd 3ml syringe luer-lok¿ tip with bd precisionglide¿ needle and near the plunger area. The following information was provided by the initial reporter: the office mgr reach out about cat# 309570. The lot# is 8330733. 1bx of needle/syringes has a clear honey like sticky substance inside the syringe and plunger area.

Manufacturer narrative:
Investigation: forty-seven 3ml syringes with needle were received and evaluated. Five were loose and forty-two were in fully sealed blister packs confirmed to be from batch #8330733 (p/n 309570). It appears the "honey-like" substance is silicone and was the normal and expected amount per product specification. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Root cause not defined since defects were not confirmed in samples received.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter: address unavailable. Bd corporate address used. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there were 2 occurrences of a clear sticky substance inside the syringe of bd 3ml syringe luer-lok¿ tip with bd precisionglide¿ needle and near the plunger area. The following information was provided by the initial reporter: the office mgr reach out about cat# 309570. The lot# is 8330733. 1bx of needle/syringes has a clear honey like sticky substance inside the syringe and plunger area.